Event description:
It was reported that a patient "manipulated" their pca pump and self-administered more than prescribed. There was no harm per report. Although requested, the customer did not provide any additional information.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported issue was that the patient manipulation of pca pump which was not identified during the customer call. The case escalated to dchu. Dchu will contact customer for investigation. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient "manipulated" their pca pump and self-administered more than prescribed. There was no harm per report. Although requested, the customer did not provide any additional information.